Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6fr sheath in the right common femoral artery. Following the deployment, the pt experienced numbness, loss of pulse and an arterial occlusion was confirmed. Treatment consisted of thrombolytic therapy and a percutaneous thrombectomy. The treatment was successful and the event was resolved.